Event description:
It was reported that during the procedure for treatment of the anterior tibial artery, contrast did not fill the 3.5x12 rx xience prime stent balloon during attempted stent deployment. The balloon did not inflate and contrast exited out of the rapid exchange port segment of the catheter. The stent was not deployed and the stent delivery system was withdrawn from the anatomy. A new xience prime stent was deployed to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.